Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3998, lot# j0417753v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they have been having trouble with the implant since implant ((B)(6) 2017). The patient stated that stimulation is not going to the left side where she needs it. The patient mentioned that her health care provider believes that one of the connector wires is not properly connected. The manufacturing representative (rep) was notified of this at her post op appointment in (B)(6) 2017 (about 2 wks post implant). The patient stated that they have an appointment with an orthopedic surgeon on (B)(6) 2017 @10:30am. The rep met with the patient prior to their appointment and performed troubleshooting. All impedances on the left were >40,000. A lead or extension fracture was expected and the rep was unable to reprogram for left sided coverage. The patient was referred to a health care provider for a revision. At the time a revision had not been scheduled. The patient also mentioned that her other ins was replaced due to normal battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: additional information indicated that the correct date the manufacturer received information that a reportable event had occurred (g4) was (B)(6) 2017, not (B)(6)2017 as initially reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.